Event description:
As reported, the hub of a 6f .070-inch judkin's left (jl3.5) 55-125cm vista brite tip guiding catheter was cracked, and the device was unusable. The hub crack was noted during preparation. There was no reported patient injury. The device was pulled from the packaging by the hub. The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.